Manufacturer narrative:
(B)(4). Medical records: femur trabecular metal (cr) standard porous, item# 42502806002, lot# 64116326, headed screw 48 mm length, item# 00579104100, lot# 64391522, 2.5 mm female hex screw 25 mm length, item# 42509902525 ,lot# 64437492, headed screw 48 mm length, item# 00579104100 ,lot# 64373254, articular surface 10 mm height, item# 00595203010, and lot# 64347619. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two and half year¿s post implantation due to patella fracture. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the lateral patella; patellofemoral alignment appears normal; bone quality appears normal. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.